Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. The patient was implanted with a new system at a later date. No further patient complications have been reported as a result of this event.